Manufacturer narrative:
MFR's report date: 03/18/2015. (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval. The model/catalog # identified is a carefusion product which is the same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated in "other #." The 510k number provided is for the domestic similar product.

Event description:
The report suggests that a leakage was observed near the male luer of the extension set. No pt harm or med intervention was reported. No additional pt/event info was provided.